Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) requested a replacement cycler due to overfill coincident with patient peritoneal dialysis (pd) therapy. The pdrn stated that the cycler three fill volume was 1798 ml and the drain volume was 5037 ml. The reported drain volume of 5037ml is 280% the patient¿s prescribed fill volume of 1800ml. Based on the fill and drain information provided, it has been noted that the patient experienced iipv (increased intraperitoneal volume) of over 200%. The pdrn stated that the patient finish treatment on the cycler and did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient has received a new cycler and is continuing continuous cyclic peritoneal dialysis (ccpd) on the new cycler with no issues and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment was performed and completed on the cycler without any failures or problems noted. The cycler weighed fill volume values, the load cell value and verification were within tolerance. The system air leak, and the voltage check passed. There was no presence of visible liquid or evidence of past fluid within cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.